Event description:
Fmc canada complaint (#0975) received for eval. Customer complaint record states "six blood leaks" and nothing further. 05/26/99 fmc canada called to retrieve info for complaint investigation. Actual samples discarded, returning six compainion samples. Quality systems not informed of blood loss, patient injury or illness or any medical intervention associated with these incidents. 05/26/99 customer reported a 300cc blood loss. Model of dialyzer reported as f80. Incomplete patient information provided. This is fifth of six reported leaks without further information made available by the customer. MDR filed due to blood loss.